Event description:
It was reported that when the customer started using the unit, it burnt. Additional information received on (B)(6) 2015 with the following: on (B)(6) 2015, the incident occurred during the planning stage for a biopsy procedure. The patient was not under anesthesia when the event occurred. There was no patient injury and the event did not lead to an increase in surgery time. The procedure was finished using another unit.

Manufacturer narrative:
Additional information received on (B)(6) 2015 with the following: there was no revision or medical intervention required. The patient was not prepped for surgery. Description was reported as: "burnt during operation. It seems the power board was damaged because the smoke was from site near power supply plug."